Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips were not loading into the jaws correctly from the cartridge. When the clips were loaded onto the device and fired the clips would not close. The clips were c-shaped. Another device was used to complete the case with no patient consequence. The cartridge was not being used to hold the cartridge during use.